Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr), thin and prolapsed leaflets, barlow's syndrome, calcified annulus for a mitraclip procedure. During the procedure, 2 xtw mitraclips were implanted successfully. An attempt was made to deploy third triclip nt. A surge in mitral pressure gradient was observed. During removal of nt clip from the anatomy, perforation of posterior leaflet was observed. The procedure was terminated with no change in mr grade. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.